Event description:
The customer contact reported the pt received more IV fluid than intended. The pump was programmed to delivery normal saline at a rate of 75 ml/hr with a volume to be infused (vtbi) of 1000 ml and the delivery was started. The customer contact reported that approx 2.5-3 hours after the initiation of the delivery, the container was reportedly empty. There were no adverse pt effects. No medical interventions were required. During testing at the user facility, the pump delivered more than intended. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.